Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer received unspecified low sensor scans and experienced symptoms described as confusion and "lying in bed all day". Customer had contact with an hcp who performed blood pressure and blood glucose testing, and a blood glucose result of 500 mg/dl was received on the hcp device. Customer was diagnosed with hyperglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer received unspecified low sensor scans and experienced symptoms described as confusion and "lying in bed all day". Customer had contact with an hcp who performed blood pressure and blood glucose testing, and a blood glucose result of 500 mg/dl was received on the hcp device. Customer was diagnosed with hyperglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.